Manufacturer narrative:
The device was unable to establish telemetry upon receipt. Session records indicated battery voltage reached end of service (eos) due to normal usage. Electrical, longevity, and visual analysis was normal with no anomalies found.

Event description:
It was reported that the patient presented in clinic for a follow up. I was noted that patient discomfort on the insertable cardioverter monitor (icm). The physician elected to explant and replace the icm. The patient was discharged from the hospital after the procedure.